Event description:
It was reported that the fragmentation basket separated during the procedure. A surgical procedure was performed to remove the basket from the patient. There were no patient complications.

Manufacturer narrative:
Manufacturer control no. Ic97-816. The sample has been returned to arrow. Co's evaluation foind that the basket separated due to fatigue failure at the torque cable. User technique can contribute to this failure mode.